Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port product was cracked. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: a total of 470,410 units were manufactured in nfa line #1 from 2jan18 through 10jan18. Per DHR, all challenge, set-up and in process inspections were performed per specifications. Qn (B)(4) was initiated for ex. Tube bond oos; the defect could be related to the failure observed during the investigation. A non-related qn (B)(4) (cannula crimp oos) was also associated with the lot number linked to this investigation. Qns-disposition of the product, root cause and corrective action were applied according to the quality control plan. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5796 rev 16(o) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one used 20ga x 1.00 bd hf y nexiva unit. The unit consisted of the catheter-adapter assembly and an extension line with q-syte unit attached to one side of the y-adapter and a plug to the other port, the unit was received along with a piece of top web (packaging) from lot number 7363954 and an additional q-syte unit investigation conclusion: root cause: the extension tube was not properly inserted into the catheter assembly port during the manufacturing bonding operation.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port product was cracked. Found before use. No reports of serious injury or medical intervention noted.